Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error/open book image, the pump also cracked. Troubleshooting was performed, explained the pump performs safety checks and an error was found. The customer put the wet swimsuit on the pump and the pump started to alarm led up to event. The customer reported no adverse event. The event involved product(s) mmt-1711k. No harm requiring medical intervention was reported. No product return was required for mmt-1711k.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using [thus] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 j1 / force sensor / motor / harness assembly vibrator / corroded battery tube]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, broken battery tube threads, and label damage(stained/faded). Unable to verify critical pump error (open bok image) due to flashing medtronic logo. Flashing medtronic logo was confirmed during analysis due to moisture damage on [pcba 1 / pcba 2 j1]. Exposed to moisture confirmed. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.